Event description:
During a scheduled percutaneous coronary intervention (pci), the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of a lesion in the right coronary artery (rca). Following two low-speed treatments, contrast revealed perforation in the rca. The oad was removed and the viperwire was used to deploy a non-abbott covered stent to stop bleeding from the perforation. After the stent placement, balloon angioplasty was attempted but the stent has created a blockage in the vessel that will not allow other devices through. The procedure was aborted, and the patient was sent to surgery for coronary artery bypass graft (CABG) of the rca. The CABG was successful. In the opinion of the physician, the perforation was caused by vulnerable plaque and the tortuosity of the vessel. There was no allegation of malfunction against csi devices. Additional information was received from the sales representative on 10june2024 indicating the patient has been discharged from the hospital. On 17june2024, the sales representative indicated that the patient expired on (B)(6) 2024. The primary cause of expiration was complications from procedure in conjunction with severe aortic stenosis. The physician believes that the oad caused the perforation, but they knew there was risk prior to using it due to tortuosity.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).